Event description:
On (B)(6) 2013, it was reported that this patinet was hospialized again for infection.

Event description:
On (B)(6) 2012, additional information was received. The infection was first noticed on (B)(6) 2012. It is unknown if patient manipulation or trauma occurred that caused/contributed to the infection. Cultures were taken and were positive for staphylococcus aureus.

Event description:
On (B)(6) 2012, it was reported that this vns patient had an infection at the generator site. The physician's felt that the infection was slow-growing as it did not show up immediately after the patient's implant. On (B)(6) 2012, the patient's generator site was washed and antibiotics were applied to the area. The patient was said to be doing fine. Design history files for the patient's generator and lead were reviewed. Both implants were sterilized prior to distribution. Attempts for additional information have been unsuccessful.

Event description:
On (B)(6) 2013, it was reported that this vns patient was admitted for an infection related to his vns implant. The patient was later discharged. An operative report dated (B)(6) 2013 indicated that the patient underwent irrigation and debridement of the vagal nerve stimulator. The findings were consistent with wound infection. The patient was admitted (B)(6) 2013. The patient has had multiple revision of the device to infection. He now had evidence of wound swelling. During the procedure, an area along the vns was demarcated. The skin was sharply incised using a scalpel. There was a subcutaneous pus pocket: cultures were sent. This was irrigated and debridement. It was superficial and did not involve the vns. Vancomycin powder was placed into the wound. Upon completion, the wound was irrigated, closed, and sterilely dressed. The patient's discharge summary showed that the patient has had recurrent infections at the vns site and present on (B)(6) 2013 will left chest swelling for two weeks. The patient" underwent an uncomplicated incision and was-out of the vns site. On admission, the patient was noted to have bilateral otitis media for which he completed a 10 day course of ofloxacin. For his vns infection, the patient was started on vancomycin. Would cultures grew out (B)(6). Upon discharge, the patient's condition was marked as improved. Clarification was received that the patient's device had never been explanted or replaced. The patient had recurrent infections that were all superficial.

Manufacturer narrative:
Date of event, corrected data: previously submitted MDR indicated an incorrect event date. Additional information was received from the physician indicating that the infection was first observed on (B)(6) 2012. This report is being submitted to correct this information.